Manufacturer narrative:
((B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition and ensure the new product replacement resolved the initial concern;on (B)(6) 2016, customer stated that felt "a little bit better than yesterday." Customer stated that felt slightly light headed. Customer was unsure of the cause, stated it might also be because he is on a "strict diet." Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. On (B)(6) 2016 to ensure the new product replacement is not displaying high results; unable to talk to customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 282 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. At time of call on (B)(6) 2016, the customer stated he felt light headed. Customer was advised to seek medical attention. Customer denied need for medical attention and stated he knows it is because he has "not had anything to eat all day". During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 220 mg/dl and 200 mg/dl . The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/23/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set correctly): a 282mg/dl, (B)(6) 2016 02:55 pm, fasting:yes. A 144mg/dl, (B)(6) 2016 08:39 pm, fasting:yes. A 256mg/dl, (B)(6) 2016 07:25 pm, fasting:yes. Undisclosed. Memory concerns: a282mg/dl, 256mg/dl. Customer has not had any recent changes in the daily activities such as diet, exercise, or medications. Customer states time is incorrect on meter. Customer states this morning reading for today (B)(6) 2016 was 282mg/dl. Customer is concerned as the readings are high despite taking the medication already.